Manufacturer narrative:
The device was returned to olympus for evaluation and no fault was found of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
K.n. 12/16/2022 the customer reported to olympus, that the disposable fiber that plugs into the wall had 5cm of plastic before it, and the plastic caught fire on the soltive premium superpulsed laser system. It was reported that the fire occurred right after the machine was activated via footswitch. The fire was put out and the procedure was completed using a different laser. The issue occurred during a renal stone procedure. The procedure was extended by fifteen minutes due to the incident. There was no harm to the patient. Additional, it was reported the device faulted before the fire but the customer was unable to recall what the fault was. The unit was turned off from the wall and the fire on the fiber was put out with a towel. The fire was coming from the laser unit where the fiber connects.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the smoking/ fire was due to the fiber breaking and is not related to a malfunction of this laser console. A final root cause of this event was unable to be identified. Additionally, during the device evaluation it was confirmed that there was loose debris found within the console. However, this defect is not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was a therapeutic ureteroscopy and laser to stone procedure. The fire was witnessed by the scout nurse, as they were putting the machine on ready. The procedure was completed using a similar device with a 15 minute delay. There was no other device involved. There was no patient harm or consequence reported as a result of the event.